Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure after the placement of the implantable cardioverter defibrillator (icm) and the use of electrocautery, it exhibited bluetooth telemetry loss. The icm was removed, not implanted, and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.